Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the physician was initially unable to remove the proximal portion of the delivery system from the body. It appeared as though the nose cone was caught in the ipsilateral limb. The physician was able to maneuver the delivery system by advancing and retracting the nose cone and was able to remove of the delivery catheter. The device was discarded by the user facility. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: other (tapered tip/delivery catheter) other (device discarded unable to evaluate).